Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge pigtail was leaking. Blood glucose level was 370 mg/dl. The customer declined a follow-up call to verify a new cartridge was loaded to address the issue.